Manufacturer narrative:
Concomitant product(s): product ID: sedr01, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds, high and increased impedance and undersensing on the right ventricular (rv) lead. It was noted the r waves were 1.0-1.4mv. The lead was capped and replaced. No patient complications have been reported as a result of this event.